Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) lost communication with the breath delivery unit (bdu). The patient was removed from the unit, and placed on another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) evaluated the device, and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).